Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was performing a normal basal delivery and received a self-test failed alarm. His blood glucose was 329 mg/dl. He said that the alarm did not occur during the rewind/prime sequence. He was assisted in performing a self-test and the self-test failed alarm occurred again. The insulin pump is being returned for analysis.

Manufacturer narrative:
Failed self-test alarm and high stop current due to faulty electrical component on the radio frequency board. Insulin pump passed the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.